Manufacturer narrative:
Evaluation of the submitted log file confirmed multiple low battery advisory alarms and slight elevations in power and flow estimation. A specific cause for the elevations in pump parameters could not conclusively be determined, and a direct correlation between the lvad and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from on (B)(6) 2018 at 4:56 through on (B)(6) 2018 at 14:28. Pump power ranged from 4.6-7.2, with slightly elevated powers ranging from 6.9-7.2 recorded on (B)(6) 2018 between 4:29 and 4:34. Elevations in flow estimation, 8.8-9.2 lpm, were also recorded at that time. Flow estimation throughout the file ranged from 4.2-9.2 lpm, and the average pi varied between 3.4 and 8.1. No hazard alarms were recorded, but multiple low battery advisory alarms were captured when the system was operating on battery power and the lithium-ion batteries fell below threshold voltage. Pump speed remained above the low speed limit for the duration of the file, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas no further issues have been reported at this time. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and provides important information regarding the heartmate batteries, including outlining how to monitor battery charge level and replace depleted batteries. This document also outlines all system controller alarms as well as how to respond to such events. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. During a clinic visit on (B)(6) 2018, the patient's log file was submitted to the manufacturer's technical services for analysis. Review of the log file confirmed an elevation in pump power and estimated pump flow. Laboratory test results indicated a lactate dehydrogenase (ldh) level of approximately 1100 u/l. There was a suspicion of device thrombosis due to the elevated ldh and elevated power and flows. On (B)(6) 2018, the patient was treated with tissue plasminogen activator (tpa). The ldh level reportedly lowered when tpa was administered. It was reported that the patient was stable at the time of discharge. The healthcare providers believed some sort of thrombus or film may still be present and attempts would be made to list the patient for a heart transplant. No further information was provided.